Event description:
Healthcare professional reported a lap-band system removal due to "a leak in the tubing," first noticed when the pt experienced "abdominal pain, band intolerance, and hardware failure. Pt complained of pain after bad adjustment and band not holding saline."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assembled to be a taper ii. Visual examination may determine the connector type associated with this report. Pain and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the actual implant date, serial number or catalog number.